Event description:
The extension carrier broke while pulling the extensions to the chest pocket. The carrier broke midway between the scalp incision and the chest pocket. The hcp was required to make an additional incision to retrieve the trapped extensions and carrier tip. A new set of extensions were tunneled successfully. The pt had a positive outcome to day and recovered from the additional incision required. No other injury was realized. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. In 2009, the extension carrier and extensions have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.